Manufacturer narrative:
(B)(4) investigation is still in progress

Event description:
This (B)(6) male patient in the french reimbursement study had a type ib endoleak noted on a follow-up angiogram (3 days post-procedure). On (B)(6) 2015, a proximal component (zta-pt-36-32-209, lot #e3344854) and a distal component (zta-pt-34-30-209, lot #e3350643) were implanted without difficulty. The left subclavian artery was intentionally covered and left subclavian artery revascularization was performed. On the final completion angiogram, there was evidence of false lumen perfusion distal to the endograft, in the visceral aorta. An entry tear at the level of the left renal artery was intentionally dilated (left renal artery was perfused from the false lumen). Follow-up angiogram: (B)(6) 2015 (3 days pp) a type ib (distal end) endoleak was noted: "distal reperfusion of the false lumen." False lumen perfusion was also noted from a secondary entry tear above the endograft and was pre-existing. No other technical observations/imaging abnormalities were observed, including kink, stent fracture, barb separation, and component separation. Patient outcome: no adverse events or secondary interventions have been reported for this patient.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU) as well as imaging review. Per imaging review, a type ib endoleak is excluded. An endoleak would constitute flow between the endograft and intima. This was not present on either end as the endograft completely sealed with the intima. Persistent perfusion of two false lumens caused diffuse dilation of overall aortic diameter. False lumen perfusion does not constitute an endoleak unless the intimal defect supplying the false lumen is perfused by the true lumen despite being covered by the endograft. The proximal false lumen was supplied by retrograde flow through the ia origin and the lsa amplatzer plug. Why the innominate artery origin was left patent cannot be definitely determined. Proximal false lumen perfusion could have been eliminated by ia origin ligation. Retrograde perfusion from the abdominal aortic fenestration was an unavoidable consequence of left renal preservation. A patient with chronic dissection was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 22sep2017: on (B)(6) 2016 (245 days pp). Maximum aneurysm diameter was 65 mm. There was still evidence of endoleak type 1b with a distal re-entry tear.